Manufacturer narrative:
Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, quality control data, and trends was performed. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation is in the closed position. The collet knob is loose and barely threaded into the handle. The male lure lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 1.5 cm in length. A visual examination noted the cannulated handle has been pulled out of the collet knob and is severely bent. The cannulated handle is kinked 5 cm from the proximal end and again at 26 cm from the proximal end. A functional test determined the handle does not actuate the basket formation. A kink was noted in the basket sheath 27 cm from the distal tip of the basket sheath. Damage was noted on the basket sheath; there are scrapes located at 5mm, 1 cm, and 1.8 cm from the distal tip. It appears the device met resistance beyond its intended design. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. A review of the device history record showed one non-conformance that was not related to the reported failure mode. A review of complaint history revealed this complaint to be the only reported complaint associated to the complaint lot number ns7185560. The damage could have occurred during shipping, removing the device from the package, or subsequent handing of the device. A definitive root cause cannot be determined with the available information. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported that prior to use and while preparing for a ureterorenolithotripsy case, when the nforce nitinol helical stone extractor was tested it did not work. The basket did not open or close. The device did not make patient contact. Another device was used to complete the procedure successfully. There was no adverse consequence or impact to the patient.